Event description:
Section a: gender, age and weight of patient are unknown. It was reported to boston scientific that during a procedure, using an excelon transbronchial aspiration needle, the seal between the syringe and the needle did not seal properly; unable to get suction. The case was completed with another of the same device.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.